Event description:
On (B)(6) 2014, the following information was reported to kci by the physician: on (B)(6) 2014, adaptic non-adhering silicone dressing, in combination with mild compression, was tested at the patient's amputation stump. Allegedly the adaptic touch non-adhering silicone dressing was "massively connated in the wound base and there was heavy bleeding during detachment, despite irrigation". No additional information is available.

Manufacturer narrative:
Based on the information provided, it cannot be determined the bleeding was due to the removal of adaptic non-adhering silicone dressing. Systagenix has not been able to obtain sufficient information to establish a root cause. Adaptic touch non-adhering silicone dressing is designed as a primary wound contact layer for use in the management of dry to heavily exuding, partial and full-thickness chronic wounds including venous ulxcers, and for traumatic and surgical wounds, donor sites and 1st and 2nd degree burns. It is also suitable for use, under medical supervision, with npwt. Adaptic touch non-adhering silicone dressing is not indicated for: patients with a known sensitivity to silicone or cellulose acetate fabric; surgical implantation.